Event description:
The rptr did back to back blood glucose tests, in two sets, on different days. On each day, tests were within 10 minutes, using separate finger sticks, rptr's results were 117 and 365 mg/dl. Two days later, rptr's results were 107, 129, and 269 mg/dl. Rptr did not have any symptoms. A control solution test was in range. Rptr checks confirmation dot for enough blood, and stated that perhaps rptr did not get enough blood on the test strip for all tests. No harm was alleged.